Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections d4, h4, and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. The complaint could be confirmed for user error since the packaging of the device was verified and found to be expired prior to the date of the event; it is likely that the expiry date was not verified prior to the procedure. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 18sept2019. The procedure performed was a carotid stent using an 8fr sheath. The expiration date of the device was not noted prior to the use of the device on the patient; nor was the expiration date verified prior to handing off and being deployed. There was no other issues noted with the device, it deployed successfully.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information in event.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that an expired (expiration - june 2019) angio-seal device was implanted into the patient. The device deployed successfully, and hemostasis was achieved; the procedure was successful. The patient condition was reported to be stable.